Manufacturer narrative:
Following any additional information, this event will be further updated.

Event description:
It was reported that the patient with this device was seen in clinic for routine follow-up. While the patient had already been released, the field representative returned the following day for a review of the in office printouts. Noise and an impedance spike were observed; specifically, on the atrial lead. From the observations, it seemed the starting voltage was insufficient to have obtained the threshold test. The printout episode was actually showing short periods of noise on both leads- atrial and ventricular. Field follow-up confirmed both the atrial and the ventricular leads were non boston scientific products and the patient later returned for x-ray imaging, so as to confirm appropriate lead tip into device header insertion.

Manufacturer narrative:
X-ray imaging was later completed and the terminal pin was confirmed fully inserted. No further anomalies have been reported and no system changes or intervention was required.

Event description:
It was reported that the patient with this device was seen in clinic for routine follow-up. While the patient had already been released, the field representative returned the following day for a review of the in office printouts. Noise and an impedance spike were observed; specifically on the atrial lead. From the observations, it seemed the starting voltage was insufficient to have obtained the threshold test. The printout episode was actually showing short periods of noise on both leads- atrial and ventricular. Field follow-up confirmed both the atrial and the ventricular leads were non boston scientific products and the patient later returned for x-ray imaging, so as to confirm appropriate lead tip into device header insertion.